Event description:
It was reported that this right atrial (ra) lead was part of the system revision due to infection and sepsis. Reportedly, the patient also developed wound dehiscence. No additional adverse patient effects reported. The ra lead was explanted.